Manufacturer narrative:
Updated b5. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which reported that the aortic insufficiency was classified as severe central regurgitation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 5 years and 4 months following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized with congestive heart failure. A valve failure was also noted, and imaging studies revealed pannus and thrombus on the valve leaflets. The valve was well expanded, but ranged 13.8 - 15.1 - 17.1 mm deep to the native annulus. No additional adverse patient effects were reported. Additional information was received that the valve failed due to aortic insufficiency. Additionally, a decreased ejection fraction was noted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 5 years and 4 months following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized with congestive heart failure. A valve failure was also noted, and imaging studies revealed pannus and thrombus on the valve leaflets. The valve was well expanded, but ranged 13.8 - 15.1 - 17.1 mm deep to the native annulus. No additional adverse patient effects were reported.